Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on 07/14/2015 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient experienced a red, sunburn-looking mark located under the sensor adhesive. Patient's father used a topical eczema cream, prescribed (B)(6) 2015, to treat the affected area.